Manufacturer narrative:
(B)(4).

Event description:
It was reported four years after the patient had the device implanted; she walked under radio signal tower which caused shocking throughout her body where patient could not control this. The device had been turned off ever since. When she tried to turn the device back on she could not control the signal. The patient stated she had a shocking or jolting sensation on the right side. She was in the process of locating a new healthcare provider. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.